Manufacturer narrative:
A ge service representative performed an on-site investigation. The static random access memory battery was replaced. The system was tested and operates as intended.

Event description:
The customer reported, the 9600 system would not boot up. No patient injury was reported.